Event description:
Review of the article "radius-maumenee syndrome: a case series with a long-term follow-up" from the journal clinical case reports reported "case patient underwent ab-interno xen®45 gts implantation in left eye. On pod1, iop was 10 mmhg and proper stent positioning was confirmed. Pow1, iop was 14 mmhg and a small choroidal effusion developed, which was treated conservatively. Pom3, patient required needling due to non-functional, flat filtrating bleb with an iop of 24 mmhg. Pom10, patient underwent cataract surgery with iol implant. Pom16, patient was diagnosed with cystoid macular edema and received treatment of dexamethasone intravitreal implant (ozurdex). At last follow-up, pom73, bcva was 20/30 and iop was 13 mmhg without medication. Cup-to-disc ratio of 0.9 compared to baseline ratio of 0.7. Over course of treatment, 14 ozurdex injections were provided; event of cystoid macular edema remains ongoing. Device remains implanted." This is the same literature article reported under patient identifier (B)(6) (emdr-51335). This emdr is being submitted for case 1.

Manufacturer narrative:
Article citation: elksne, eva, et al. ¿radius-maumenee syndrome: a case series with a long-term follow-up.¿ clinical case reports, vol. 11, no. 2, https://doi.org/10.1002/ccr3.6918. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.